Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-01583.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system cat 8 aspiration catheter (cat8) and an indigo system separator 8 (sep8). During the procedure, the patient experienced hemoptysis both during and after the procedure. It was reported that the patient coughed up approximately five times with mild to moderate amount of blood tinged sputum. The patient was given medication and the event was considered resolved the next day, (B)(6) 2018. The hemoptysis was reported to be a non-serious adverse event with a probable relationship to the indigo system and a possible relationship to the procedure.